Event description:
On or about (B)(6) 2024, plaintiff underwent placement of an angiodynamics smartport product, reference number h787ct96stsd0, lot number a4823030. The device was implanted by dr. (B)(6), md at (B)(6) hospital in (B)(6) for the purpose of providing vascular access. On or about (B)(6) 2025, plaintiff's port was noted to be fractured with a catheter fragment found in the right ventricle. As a result, port removal was recommended. On or about (B)(6) 2025, plaintiff's fractured port was removed by dr. (B)(6), md and dr. (B)(6), md at (B)(6); however, a retained piece of the catheter dislodged into the left pulmonary artery and was unable to be removed. On or about (B)(6) 2025, placement of another angiodynamics smartport product underwent, reference number ct80lppdvi, lot number 5837744. The device was implanted by dr. (B)(6), md and dr. (B)(6), md at (B)(6).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).